Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records and radiographs provided identified that the patient had complete radiolucency under the tibial base plate, indicated failure of bone ingrowth. Thus, patient was revised due to this. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: gender solutions female femoral component, catalog # 00541601501, lot # 60811376. Natural knee congruent articular surface, catalog # 00542401109, lot # 60836168. Natural knee all poly patella, catalog # 00542000801, lot # 60830626. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Device evaluated by MFR: location of the device is unknown.

Event description:
It was reported that the patient underwent an initial left knee procedure eleven years ago. Subsequently, patient experienced a popping sensation with an increase in pain, especially when weight-bearing. Physician suspected a failure of bone ingrowth and fibrous ingrowth take place. The patient was revised due to tibial loosening about three months post op.